Event description:
During an open heart procedure staff attempted to deliver a shock with internal paddles and the device indicated energy fault. The device operator attempted to shock the pt again and the device again indicated energy fault. The staff then acquired a back up device, attached a new set of internal paddle cables and new internal paddle handles. The device operator attempted to deliver a shock with the back up device, the device indicated energy fault. The staff called biomed into the room they demonstrated the device message for the biomed. The biomed tested the device with a set of hard paddles and observed proper operation. The heart room staff applied external defibrillation electrodes to preparation to shock the pt. The pt's heart spontaneously restarted without the need to shock. The reporter stated there were no adverse affects to the pt as a result of device operation. This is the first device used during the procedure.